Manufacturer narrative:
Concomitant medical products: dtbb2d4 crt-d, implanted (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there a lead integrity alert occurred on the right ventricular (rv) lead for non-sustained ventricular tachycardia episodes and impedance variations. The information was passed onto the physician and no action was taken. The lead remains in use. No patient complications have been reported as a result of this event.